Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-8973-01 outrigger targeting guides metal part broke. This occurred during a case while implanting, there was no additional information provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Event description:
Additional information was provided on 12/10/2024 where the sales representative stated this event occurred during an ankle arthrodesis procedure on (B)(6) 2024. The device was unusable when opened out of the sterile packaging it appeared to be assembled incorrectly.

Manufacturer narrative:
Additional information was provided on 12/10/2024 where the sales representative stated this event occurred during an ankle arthrodesis procedure on (B)(6) 2024. The device was unusable when opened out of the sterile packaging it appeared to be assembled incorrectly.